Event description:
A clinic manager reported that a peritoneal dialysis (pd) patient was admitted to a hospital on (B)(6) 2014, due to peritonitis, weakness, severe hypokalemia and severe hypocalcemia. The clinic manager stated the patient did not practice aseptic technique and frequently allowed for her connection ports to remain open for periods at a time. The patient had confirmed enterococcus faecalis peritonitis and was treated with unasyn IV and vancomycin ip. She was discharged from the hospital on (B)(6) 2014. As of (B)(6) 2014, the patient's signs and symptoms of peritonitis have resolved, and the patient continues continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation.